Event description:
It was reported that multiple cartridge alarm 1 occurred during basal delivery. The customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). Customer required assistance to deliver a bolus via the pump to address bg. At the time of the reported event, the customer did not have an alternate method of insulin therapy and alleged they would reach out to the health care provided to obtain.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.